Manufacturer narrative:
The investigation results of "stent deformed/collapsed." The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual evaluation of the returned device found that stent was deformed at the proximal tip from being crushed against distal tip of push catheter. The stent suture hole was torn. Pull wire was kinked in several locations. Push catheter was bent in several locations and suture hole in push catheter was partially torn. Guide catheter was kinked at 5.6cm from the proximal end. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to kinks and bends in the device. Bound by kinks and bends, the device became unable to deploy the stent. Therefore, "operational context" is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that an advanix biliary pigtail stent was used during endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the guidewire was slowly passed through the advanix biliary stent and the device was advanced "easily" up into the target location. Once the stent was in position, deployment was attempted. The stent remained attached to the pusher and the nurse was not able to deploy the stent. There were no patient complications reported as a result of this event. Attempts to ascertain the patient's condition have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; stent deformed/collapsed.